Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a vital signs absent patient (age & gender unknown), the device to displayed a "release button" message. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation; the malfunction was observed during review of the device's activity log. The device was put through extensive testing which included bench handling, defib cycling, 30j testing, and stress testing without duplicating the customer report. Review of the device activity logs indicated the device had prompted the reported change battery and release button messages on the reported event date. It was determined this rare condition was due to the device being powered off and then on too quickly (several times within seconds) causing the device to be put into a "safe state". This state is resolved by removing the battery from the device and either reinstalling or replacing. The device was recertified and returned to the customer. No trend is associated with reports of this type.